Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. However, cine images of the procedure were reviewed and there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances and the results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states that the xience v stent is contraindicated for use in patients with lesions that prevent complete angioplasty balloon inflation or proper placement of the stent or stent delivery system. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mid left anterior descending artery. Pre-dilatation was performed with a non-abbott balloon to nominal pressure. During pre-dilatation, it was noted that the proximal area of the balloon fully expanded, but the distal portion did not appear to fully expand the calcified lesion. The 2.25 x 15 mm xience v stent delivery system (sds) was advanced to the lesion without issue. The sds balloon was inflated one time, to nominal pressure; however, the sds balloon only inflated proximally, and not distally. A dissection was noted during placement of the stent. The sds was removed without issue. A 1.25 non-abbott balloon was advanced, but did not cross to the lesion. Intravascular ultrasound was attempted, but did not cross. A non-abbott micro catheter was also attempted, but did not cross. A whisper guide wire was then advanced as the second guide wire in the vessel. Three semi-compliant balloons ( 1.25, 1.5 and 2.0) were advanced and inflation was performed with each balloon to rated burst pressure. A 2.0 nc trek and 2.25 nc trek were also advanced and inflated. Timi iii flow was achieved and another 2.25 x 15 mm xience v was implanted proximally for treatment of the dissection. The patient was confirmed to be stable. A delay in the procedure was reported due to the additional need for post-dilatation of the xience v stent. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: whisper. Guide cath: finecross catheter. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.